Manufacturer narrative:
The customer reported that the central nurse's station (cns) was down. No patient injury or harm were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was down. No patient injury or harm were reported.